Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-78563.

Event description:
Customer's father reported that insulin leaked out of the reservoir. The insulin pump was not rewound with a reservoir in place. They tried to dry the device but customer can see fluid under the screen and the buttons are not responding. Blood glucose value was 200 mg/dl. Customer had reverted to backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had moisture damage on the electronics and a corroded motor home switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.